Event description:
Surgeon cemented in a size 1, 10 diameter stem and impacted a 38 +3 poly, but poly would not seat. A new poly was opened, but would not seat. Surgeon did not want to go to a +6 poly because, he felt it would be too tight. A size 8 stem was opened to test +3 poly to determine if it was the stem or poly that was bad. The poly locked into the 8 stem with no difficulty, leaving the surgeon to conclude that the size 10 stem which was already cemented into the pt was the problem. This problem resulted in a 25-min extension of surgical time. (Right side).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.